Event description:
It was reported the end user had an allergic reaction to the adhesive on the dressing.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Additional information was requested on (B)(4) /2014, however, no additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.